Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted the instruments¿ firing knobs were retracted and the articulation lever was in neutral position. The first instrument had no abnormalities. The second instrument had revealed a set of sheared teeth on the first row of the firing rack. Pmv performed functional testing which included the instruments were successfully loaded with sulu. The first instrument and the loading unit were applied to test media. All staples were placed and test media was cleanly transected. After initial clamping, the second instrument could not be cycled. An access hole was cut into the second instrument body for visualization of the firing rack. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and t issue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter when stapling the pulmonary parenchyma, the stapler blocked midway and was partially fired. The problem was repeated with several loaders. No reinforcement material was used.